Event description:
During a follow-up in clinic, the atrial lead was noted to be dislodged. The lead was explanted and the patient was stable with no consequences.

Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece. The only damage noted to the outer insulation, inner coil, and outer coil, was consistent with procedural damage during use. The measured full helix extension length was within specification. X-ray imaging showed no anomalies at the connector or helix regions. Based on the analysis, the cause of the reported dislodgement could not be conclusively determined.